Event description:
It was reported that the right ventricle lead was dislodged after the implant procedure. The right ventricle lead was repositioned on the same day on (B)(6) 2021. No patient consequences.

Manufacturer narrative:
Correction:b3, b5, d6a.

Event description:
It was reported that the right ventricle lead was dislodged after the implant procedure. The right ventricle lead was repositioned. No patient consequences.